Event description:
It was reported that during a low anterior resection procedure, the device cut, but fired staples only on the proximal side of the rectum. No staples were formed on the distal side of the rectum, leaving it open. As a result, a colostomy was performed to complete the procedure.